Manufacturer narrative:
(B)(4). D10: unknown - unknown femur - unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, the patient developed instability, patellofemoral pain, subluxation from extended to flexed position, patellofemoral subluxation, and crepitus. Approximately, 10.6 years post-op underwent a revision where the articular surface was worn and the patella was resurfaced. The articular surface was revised, and all other implants were retained. Attempts have been made and all available information has been provided.